Manufacturer narrative:
The customer tightened the cc sample probe and cc detecting tubing. They also flushed the cc sample probe and reported that the leak did not recur. A field service engineer (fse) was dispatched: the fse found several defective parts and replaced the parts. Parts are not available for investigation. A clear root cause is unknown for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding seeing a liquid around the cartridge chemistries (cc) sample probe and the cc sample wheel cover area on the unicel dxc 600 pro synchron clinical systems. No injury was reported on this issue.